Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report #: 1627487-2016-05916. It was reported the patient did not recharge the occipital ipg as recommended and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved. The patient had two ipgs. Both ipgs are being reported because it is unknown which on is the reported ipg.